Event description:
Boston scientific received information that this atrial lead had dislodged during open heart surgery for this patient. The lead was repositioned following the surgery. However, no capture could be obtained and therefore, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead which was the result of the explant procedure. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Final analysis was unable to identify any lead issues that would have caused or contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.